Event description:
Additional information was received that the patient passed away from a non-device related issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the right atrial (ra) lead also displayed increased, out of range, pacing impedance measurements from the remote patient monitoring system, while the rv pacing impedance increased from 700 to 1451 ohms that same day as well. The left ventricular (lv) lead impedance changed from 600-700 ohms to 840 ohms. Upon investigation, the patient expired the same day these observations occurred. No allegations against the device system were reported from the health care professional (hcp) or the family. The device was not returned.